Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool smarttouch catheter and suffered a hematoma requiring surgical intervention. On post-procedure day 1, the patient developed a hematoma. Surgical repair was necessary for hemostasis, hematoma evacuation, revision (unspecified), and suturing. Issue resolved with sequelae. Principal investigator assessed this event as severe, serious, not investigational device-related, and definitely index procedure-related.